Event description:
It was reported that during service and evaluation, it was determined that the robotic assisted saw handpiece device was leaking oil. It was noted in the service order that after reprocessing, and during inspection in the assembly area, it was observed that the new handpiece device had oil residue. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary- the handpiece was returned for evaluation. An assessment was performed, but there was no failure. The issue could not be confirmed. Despite of the evaluation not confirming the reported issue, it was concluded that it is related to a lack of sufficient direction in the assembly procedure when using grease. Further investigation and assessment is covered in the quality system. The cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. Further investigation and assessment of this design issue is covered in the quality system. Device history review- mre not required as there is a CAPA addressing the found issue.